Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on jul 9, 2020 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 3007963827-2020-00204.

Event description:
This follow-up report is being filed to relay that the previous report submitted on jul 9, 2020 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 3007963827-2020-00204.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown nexgen lcck articular surface catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Insufficient information.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address the breakage of the femoral component approximately six (6) years post-operatively. The patient was changing the tire on his car when the prosthesis broke, which may have been a contributing factor. Attempts have been made, but no additional information is available at this time.